Event description:
It was reported by the pt that following a foot procedure, the pain pump that had been programmed to deliver medication over a four day period of time, but showed a blockage error after two days of delivery. The blockage was unable to be resolved and the pain pump was removed without incident. The pt continued taking the oral medication that was prescribed at the time of discharge.

Manufacturer narrative:
The unit was discarded by the pt after it was removed.